Manufacturer narrative:
(B)(4). Device is not available for analysis.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date unknown) resulting in fixture loss. The patient was reimplanted with another device on (B)(6), 2013. The device is not available for analysis.